Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution sets were observed leaking where the plastic tub was inserted into the spike. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was evaluated. Visual inspection on the returned sample observed an incorrect assembly at the joint of the tubing and the drip chamber. Pressure test and clear passage under water tests were performed which revealed a leak at the joint of the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to machine misalignment in the automatic assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.